Event description:
It was reported that during a procedure using the closurefast catheter, several issues occurred, including coil damage, an exposed coil, the generator stopping during the procedure, inconsistent impedance, and moderate resistance encountered when advancing the device. No adjustments made to the parameters of the generator. It is not known if the rfg was power-cycled. The procedure was performed to treat the right great saphenous vein, which was noted to have moderate tortuosity. The lumen was flushed prior to use, and tumescent infiltration was utilized. It is unknown if compression was utilized. The device was safely removed from the patient, and the vein was closed. The procedure was completed. No injury/intervention associated with this event. No patient complications have beenreported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis no damage was noted to the catheter heating element/coil the catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight . Visual inspection of the returned catheter revealed four kinks along the shaft; the kinks were observed at approx. 41.2 cm, 48.9 cm, 50.0 cm <(>&<)>55.7 cm from the distal tip of the device the catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods, and acceptance criteria. Test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 84.3 ohms - pass test 2. (Tc+/ tc- test) (specification: = 250 ohms) ¿ result = 111.2 ohms - pass test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 20.64 k ohms) - fail test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 10.07 k ohms) ¿ fail test 3. (Resistor 1) <(>&<)> test 4. (Resistor 2) - failed tests 1 <(>&<)> 2 passed and are inside the specification and acceptance criterion. The catheter was connected to both the rfg3 and rfg2 lab generator, the device did not complete the required cycle with an error message ¿the connected device is unsupported. Please connect another device.¿ being seen on the rfg2 generator ¿the connected device is unsupported. Please connect another device.¿ being seen on the rfg3 generator. The device was disconnected and reconnected; however, the same error messages appeared. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.